Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the moderately tortuous, heavily calcified, 99% stenosed, mid right coronary artery (rca). A 3.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced to the lesion, met resistance at the lesion, but was able to cross. On the first inflation to 8 atmospheres the balloon ruptured. The bdc was removed from the anatomy with no resistance and replaced with a non-abbott bdc and the procedure was completed with the successful deployment of a non-abbott stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.